Event description:
Subsequent to the initial 30-day medwatch report, additional information was received, indicating that the mitraclip procedure was performed on 09/05/2018, treating functional mitral regurgitation. Echocardiogram performed on 10/01/2018 showed the clip well attached to both leaflets and no chordal or tissue damage. The study physician deemed the increased mr as not clinically significant and unrelated to the implanted mitraclip. No additional intervention was performed. Although the study physician has deemed the recurrent mitral regurgitation as unrelated to the implanted mitraclip, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na internal file number: (B)(4). Patient code 1964-labeled: removed. The device was not returned for analysis. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Per the study physician, the increased mr is not clinically significant and is unrelated to the implanted mitraclip. There is no indication of a product quality issue with respect to manufacture, design or labeling. No further investigation is required.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date: estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for recurrent mitral regurgitation. It was reported that the patient underwent a mitraclip procedure, reducing the mitral regurgitation (mr) from severe to mild. On (B)(6) 2018, the patient was seen for a follow up visit and echocardiogram noted the mr had increased to moderate. There was no additional information provided.